Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a software error. The field service engineer confirmed the reported technical error code in device logs and also found error codes indicating disabled valves, ventilation error and communication error. The control printed circuit board (pcb) was replaced according to recommendations in the service manual. The replaced control pcb was returned for investigation. The evaluation of received device logs confirms a single occurrence of the reported technical errors on december 18, 2020, the reported date of event. A visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator and simulated use test did not reproduce the described customer issue. Prior investigation of similar events have showed that the reported technical error codes most probably is software related, and in a worst case scenario the safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
It was reported that the ventilator generated a technical error code indicating a software error. The patient desaturated to unknown level but recovered with manual ventilation. The ventilator was replaced. Final patient outcome was no injury. (B)(4).